Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
At the end of a procedure a burn was noted at the grounding pad site. The grounding pad had made full skin contact. Further information has been requested.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All the mounting hardware was secured. Normal wear was observed on the exterior chassis. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation.

Event description:
Related manufacturer reference number: 2182269-2019-00086. During a lumbar radiofrequency ablation procedure, a patient burn occurred. The skin was prepped, and the grounding pad was placed on the right lower side above the hip bone, making full contact. No alarms were noted throughout the procedure but upon removal of the grounding pad a burn was noted with blistering. The patient was sent to the emergency room for further treatment and has remained in stable condition. There were no performance issues with any abbott devices.